Manufacturer narrative:
Device was used for treatment, not diagnosis. " volume-length impact of lateral jaw resections on complication rates" by arden, r.l, john d.r., steven c.m., kulmeet d. Arch otolaryngology head neck surg. 1999; 125:68-72. USA article. This report is for an unknown (cmf) screws / unknown quantity / unknown lot. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: " volume-length impact of lateral jaw resections on complication rates" by arden, r.l, john d.r., steven c.m., kulmeet d. Arch otolaryngology head neck surg. 1999; 125:68-72. USA article. Retrospective case review of 31 patients (1989-1996), with average follow - up of 37.2 months, who were treated by lateral composite resection for oral cavity and / or oropharyngeal malignancy with primary reconstruction by defect-bridging plates. Thirty patients had stainless steel and 1 patient a vitallium reconstruction plate to restore mandibular continuity. All 31 patients soft tissue repairs were successful. Loosened screws requiring hardware removal in one patient ((B)(6)/ male). This is report 7 of 12 for (B)(4). This report is for unknown (cmf) stainless steel reconstruction plate and unknown screws.